Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke from middle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4).if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was used to complete the procedure? What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? What tissue was being approximated/ sutured? Was the procedure completed successfully? Was there any adverse patient outcome? Did both sutures broke? Procedure name? Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Report related to: 2210968-2022-02821.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 ¿ conforming device additional h3 investigation summary: complaint sample: complaint sample not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw881 lot v9021. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw881 and lot v9021 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles, punch marks but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested and the following was obtained: what was used to complete the procedure? Ans- 881, 5/0 prolene other suture what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? 1. One suture removal from package. 2. During passage through tissue. What tissue was being approximated/ sutured? Wipals/ca pancreas. Was the procedure completed successfully? Yes. Was there any adverse patient outcome? No. Did both sutures broke yes.